Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a trauma nail procedure. During the process, the surgeon was inserting the lag screw and over torqued. A small piece of the inserter broke off at the proximal end. The small piece was retrieved using x-ray during the procedure without further incidents or complications. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). The reported event is confirmed. Products were returned; therefore, the visual inspection identified that the supplied item was fractured at the distal end. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Sem analysis review identified that the inserter's spring feature was fractured at the base. There were also indications of wear marks opposite the fractured end. The sem analysis stated that multiple bending overloads may have originated leading to a fracture. The product was confirmed to be within material specification. Also, as per sales rep, it was noticed that the surgeon was inserting the lag screw and over torqued. A definitive root cause was determined to be use error due to multiple bending overload. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.